Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that their quality controls were within acceptable range. They did not obtain any additional discordant estradiol results. A siemens customer service was dispatched to the customer site. The cse performed a total service call and adjusted the reagent probe and sample probe at wash station. The cse determined that the substrate tubing vent running towards carbon dioxide scrubber was kinked. The cse trimmed the tubing and verified that all fluid dispense volumes were acceptable. The cse ran water test and performed precision testing, which were acceptable. The cause of the discordant, falsely elevated estradiol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estradiol result was obtained on one patient sample on an immulite 2000 instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher and matching the clinical picture of the patient. On the third day, the sample was repeated for the second time on the same instrument and the result was higher than the initial and the first repeat results. The first repeat result was reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated estradiol result.

Manufacturer narrative:
The initial MDR 2247117-2017-00012 was filed on february 8, 2017. Additional information (02/22/2017): a siemens headquarters support center specialist reviewed the service report and stated that the kinked tubing may affect how the substrate is dispensed due to vacuum that could be created. The cause of the discordant, falsely elevated estradiol result is unknown.